Event description:
It was reported that the right atrial (ra) lead was exhibiting no capture and low impedance. An apparent insulation breach was observed on fluoroscopy. No attempt was made to revise the lead as the patient¿s vein was occluded and a lead extraction was deemed too risky at the time. The lead was programmed off as the patient had been doing well with the non-capturing ra lead for years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53, lead, implanted: (B)(6) 2004; 5024m-58, lead, implanted: (B)(6) 2004; 694765, lead, implanted: (B)(6) 2006; 419478, lead, implanted: (B)(6) 2008. (B)(4).